Event description:
The customer reported via phone call that they had repeated failed battery test alarms on their insulin pump. The customer stated the alarm would recur every few days. Customer also reported their battery was not lasting for more than one day. Customer's blood glucose was 85 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. It was found the customer did not receive a failed battery test alarm at the end of troubleshooting. The customer requested a replacement insulin pump. The customer also declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.